Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.

Event description:
The customer stated that the insulin pump gave a motor error alarm. The customer stated that she works in surgery, and walked into the MRI department when the unit gave the alarm. The customer stated that she was unable to clear the alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.